Event description:
It was reported by the patient that they have started feeling lightheaded and dizzy recently. The patient also reported that their heart rate has been in the 40-50s. Follow up was attempted, but no additional information was obtained. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).